Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the patient had her ins replaced on (B)(6) 2017. Only the ins was replaced, and it was replaced because it was not holding a charge very well. It was noted that the battery was eight years old. The ins began not holding a charge very well in the end of 2016. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the cause of implantable neurostimulator (ins) not holding a charge was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's device was (B)(6) and was not holding a charge. The patient's weight was reported. No further complications were reported or anticipated.